Event description:
It was reported that the pt waking up soaking wet and has wound on tail bone so needs to be dry. Purchased replacement kit recently. Knows the little hole at the top can't be covered. Didn't start using equipment until recently due to a fall. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with flex wicks. No medical intervention was reported. Per additional information received via email on 18nov2025, she has a severe uti. Purewick does not work. Wasted $1000 on machine and wicks. Per additional information received via email on 18nov2025, with the uti, did she seek medical attention: yes, and I would like to know if I can return. I¿ve heard that purewick may be taken off the market because of bacteria issues.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. Instructions for use: wash hands before and after this procedure. If placing or removing this product for another person, wear gloves. Setup: 1 if using continuous wall suction, always use the minimum amount of suction necessary. Connect the canister setup per facility protocol. Set suction to 40 mmhg and adjust as needed. Different setups require higher suction typically between 60-100 mmhg. Note: if hospital policy allows and if using a graduated canister, captured urine may be used for approximate urine output measurement. If using the purewick¿ urine collection system, make sure all tubing connections are snug, and turn it on. Pressure adjustments are not necessary. Consult the purewick¿ urine collection system instructions for use as needed. Note: ensure all connections are air-tight and check for possible cracks, leaks, kinks, or occlusions. 2 before placing the product, curve it to fit the user¿s anatomy. This helps the product stay in place. 3 if using continuous wall suction, securely connect the product to the suction tubing. Note: keep track of how long the product has been in place by writing down the date and time it was placed. If using the purewick¿ urine collection system, securely connect the purewick¿ flex female external catheter to the collector tubing. Placement: 4 have the user lie on their back with knees bent and thighs apart (frog legged) or on their side before placing the product. With their legs open, check the skin for irritation or breakdown, and clean the female anatomy. Note: if skin irritation or breakdown is seen, do not use the product. 5 spread the inner labia and keep them spread while placing the product. With white wicking material side facing the user, place the bottom end of the product between the buttocks, but not as far back as to cover the anus. Gently tuck white wicking material side between the inner labia, directly against the urethra (where the urine comes out). Note: make sure the urethra is at least one inch down from the top of the white wicking material. 6 make sure the inner labia wrap around the product and are not tucked under it. Once the product is in place, slowly close the legs and make sure the vent hole is not covered. See product diagram on page 1 for vent hole location. Note: for users with larger labia, less of the product will be visible. For users with smaller labia, more of the product will be visible. A DHR could not be performed since no lot number was provided. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.